Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low voltage alarms and the batteries contacts were clean and no debris was noted. There was loss of integrity in the white lead of the system controller and the white lead was more damaged than the black. The patient was changed to their backup controller. There were power and flow elevations on 27oct, 28oct, and 29oct. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms were confirmed via the provided log file; however, the reported event of the controller¿s white and black power leads being damaged was not confirmed. The log file contained data spanning approximately 10 days (23oct2020 ¿ 02nov2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s overall voltage values were intermittently observed to be below average while batteries were in use, appearing lower than the observed rsoc values would normally correlate to, which triggered several low voltage advisory and/or hazard alarms. Several of the observed low voltage values and hazard alarms were observed when the black power cable was disconnected. Strings of low voltage advisory alarms were also observed due to the rsoc values in one cable, most often the black power cable, repeatedly fluctuating just below the advisory threshold of ~1.9 volts. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis, and the controller¿s power leads were unable to be observed. The root causes of the reported events were unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook, section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including alarms associated with low voltage conditions. The heartmate ii patient handbook, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controller, and to replace any devices that appear damaged or worn. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.